Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call, the customer was sick in the hospital. Customer's father stated he was out of sensors and the customer had low blood glucose event of 32 mg/dl. Customer has been to the emergency room in a week. Current blood glucose was 357 mg/dl. Customer was admitted on (B)(6) 2015 for low blood glucose of 21 mg/dl. Customer's father wasn't sure what may have caused the alarm. On (B)(6) 2015 he had an infection due to wearing the device for too long. Customer father stated the device was exposed to an MRI. Customer's father stated he was not wearing the insulin pump during both of the low events. Call was dropped it is unclear how long the customer was off the device prior to having lows. The device is not returning for analysis.